Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the patient experienced oozing at the access site and as a result of the bleeding, heparin was withheld. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The root cause of the access site bleeding was most likely use related , heparin was stopped to achieve hemostasis as per the clinical description. The pump passed all the post sterile inspection checks.